Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported that after 1 1/2 month of support, the pt reportedly presented with thrombus in the pump and as a result, the hospital made a decision to return the pt to the operating room (or) for a pump exchange. No add'l info was provided to the MFR.

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. The explanted device was returned to the MFR for eval and is currently being analyzed. The attached user facility report was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.